Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the ins had not yet been replaced and a date for the replacement was not yet scheduled. Therefore, it was indicated that the ins had not been returned, but it was stated that it would be placed in the pail after it was replaced. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had their third overdischarge due to patient compliance. The rep stated that they attempted to communicate with the ins using their clinician programmer, patient programmer and recharger and were unsuccessful. The patient reported that this was their third overdischarge for this ins. An ins replacement was planned but was currently not scheduled. The issue was not resolved at the time of the report. The event date as asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery was overdischarged and permanently damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018, reporting that they had the device and would return it as soon as possible. On (B)(4) 2018, the rep reported that the device was put in the mail that day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the ins replacement has been scheduled to occur on (B)(4)2018 due to the ins having had 3 overdischarges. No further complications were reported or anticipated.